Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received a lower reading of 105 mg/dl obtained on the adc device compared to a reading of 480 mg/dl respectively obtained on a healthcare professional (hcp) meter. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was 3 days. The customer experienced symptoms described as nausea and a loss of consciousness. As a result, the customer presented at a hospital and had contact with an hcp who obtained the aforementioned comparison readings. The customer subsequently received hcp administration of vitamins and unspecified treatment for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. A review of libreview glucose data was conducted for the non-returned sensor that evaluated the potential causal relationship between the complaint, and the manufacturing issue identified in adc fa 1002-2025, a factor identified as a possible contributor to the reported low readings. Based on the available data, it is inconclusive whether or not the manufacturing issue is the potential cause of the reported low readings. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Sections updated as follows: b5: updated to include field action information. H7: updated to include remedial action. H9: updated to include corrective action number.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received a lower reading of 105 mg/dl obtained on the adc device compared to a reading of 480 mg/dl respectively obtained on a healthcare professional (hcp) meter. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was 3 days. The customer experienced symptoms described as nausea and a loss of consciousness. As a result, the customer presented at a hospital and had contact with an hcp who obtained the aforementioned comparison readings. The customer subsequently received hcp administration of vitamins and unspecified treatment for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received a lower reading of 105 mg/dl obtained on the adc device compared to a reading of 480 mg/dl respectively obtained on a healthcare professional (hcp) meter. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was 3 days. The customer experienced symptoms described as nausea and a loss of consciousness. As a result, the customer presented at a hospital and had contact with an hcp who obtained the aforementioned comparison readings. The customer subsequently received hcp administration of vitamins and unspecified treatment for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.this is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025.impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received a lower reading of 105 mg/dl obtained on the adc device compared to a reading of 480 mg/dl respectively obtained on a healthcare professional (hcp) meter. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was 3 days. The customer experienced symptoms described as nausea and a loss of consciousness. As a result, the customer presented at a hospital and had contact with an hcp who obtained the aforementioned comparison readings. The customer subsequently received hcp administration of vitamins and unspecified treatment for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.